Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had compromised force sensor system alarm and insulin pump would not exit the preparing to prime loop. The customer's blood glucose level was 94 mg/dl at the time of incident. The drive support cap was normal. The customer reported that the insulin pump was not dropped prior to the alarm. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.